Manufacturer narrative:
The product will not be returned for analysis. Medtronic's investigation is currently in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during an unspecified time, the level sensor on this bio-cal instrument required replacement. Use of the instrument was not specified and there was no adverse patient effect. The service technician informed the customer that this product is no longer serviced and provided the customer the medtronic end of service letter. Additional information was unable to be obtained to confirm cleaning and water usage protocol identified in the operator's manual.

Manufacturer narrative:
Medtronic requested additional information regarding the water source and cleaning protocols the facility was using with the bio cal, but no response was received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.